Event description:
The customer reported to olympus during preparation for use, the image is very dark and not able to see it on the evis exera iii video system center. Upon inspection and testing of the customer returned device, no image was due to a faulty patient board. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty patient board set and software version needed to be updated from 3.01 to 4.10 version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation results confirmed the event was caused by a faulty patient board set. The specific root cause of the faulty patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.